Event description:
It was reported that right ventricular (rv) lead noise leading to oversensing and pacing inhibition in dependent patient was observed during device interrogation in clinic. The noise was reproducible upon pocket manipulation. Patient was scheduled for rv lead revision. During the procedure, tissue growth around the atrial and ventricular headers was noted. The tissue growth was noted to be growing from within where the leads were plugged. The physician suspects that a manufacturing issue may have led to the tissue growth at the lead tip and possibly contributed to the noise. The lead was capped and replaced on (B)(6) 2017. Device was also explanted and replaced. The patient was stable before, during, and after the procedure.